Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the corrosion at the suction cylinder and the shaved forceps channel port, the cause was due to damage or deterioration of parts and environmental problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that corrosion at the suction cylinder and a shaved forceps channel port were found. There was no patient involvement.